Manufacturer narrative:
(B)(4). The pump passed the displacement test. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23 alarms were noted. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed.

Event description:
Information received by medtronic indicated that insulin pump alarmed error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.